Manufacturer narrative:
The user facility is outside of the united states. No medwatch reported was received. Current info is unsufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2009. Pt underwent revision surgery on (B)(6), 2011 due to femoral anterior osteophyte. Osteophyte was removed and the bearing was replaced. No further complications have been reported.